Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is (B)(6) 2016 (exact day is unknown.) According to the complainant, during the routine care when the shaft was rotated and tube was pulled upward, the bolster detached and fell into the stomach. It was confirmed the bolster was expelled from the body (exact date is unknown.) Reportedly, peg replacement procedure for this patient has been done every 5-6 months; however, this device has only been used for only 3-4 months. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the feeding port, the medicine port and the c-clamp were closed. The external bolster was located at the 5.5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned. Remnants of the bolster remained on the circumference of the tubing end. It appears that the internal bolster had been securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during the cleaning of the tube. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is (B)(6) 2016 (exact day is unknown.) According to the complainant, during the routine care when the shaft was rotated and tube was pulled upward, the bolster detached and fell into the stomach. It was confirmed the bolster was expelled from the body (exact date is unknown.) Reportedly, peg replacement procedure for this patient has been done every 5-6 months; however, this device has only been used for only 3-4 months. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is (B)(6) 2016 (exact day is unknown.) According to the complainant, during the routine care when the shaft was rotated and tube was pulled upward, the bolster detached and fell into the stomach. It was confirmed the bolster was expelled from the body (exact date is unknown.) Reportedly, peg replacement procedure for this patient has been done every 5-6 months; however, this device has only been used for only 3-4 months. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.